Manufacturer narrative:
An event regarding instability involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Revision implant was a 7 x 13 triathlon cr insert. Update (B)(6) 2018: as reported: "the reason for this revision was just a simple poly insert exchange. The patient was having some stability issues, which included some hyperextension. To...fix this issue, a thicker insert was [implanted] (7x13 cr)".